Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was resetting during download attempts due to corrupt files on the monitor sd cards. The resets did not impact the monitor's ability to detect and treat an arrhythmia, as the device is designed to abort the download sequence when an arrhythmia is detected. There was no device failure. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is underway. The reported problem (resets) is being investigated. The monitor is currently under investigation. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.